Event description:
It was reported the pt was without stimulation and had not used or charged his scs system in at least one year. The pt's ipg was unable to communicate with external devices. Surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.